Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section, and provide the completed investigation results. One 6fr angioseal sts plus was returned for evaluation. One carrier tube was returned attached to the hemostasis sheath. The plastic tray, plastic header bag and arteriotomy locator were returned as well. The anchor was caught on the valve within the hemostasis sheath hub and though the carrier tube was unmated, it was attached via the stuck anchor to the sheath. The collagen could be seen covered with blood like substances near the hub as well. The bypass tube was not mated with the hub and was displaced proximal to its intended position. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely the device was not placed in the full forward lock position which led to the anchor being captured by the sheath without full insertion of the carrier tube. The device was likely attempted to be withdrawn in this incompletely mated position. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported insertion difficulty when using the involved angio-seal device. While inserting the collagen plug into the guide, it was jammed and then the collagen bracket fell off. The device was no longer able to be used and was completely removed without any additional intervention or consequences to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.